Manufacturer narrative:
Updated the bad, model number, and the conclusion code grid.

Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Updated conclusion code grid.